Manufacturer narrative:
Additional information: plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that the patient¿s cycler was giving ¿drain complications¿ messages during drain 1. The alarm would not clear, therefore, the treatment was cancelled. When the cassette was removed, there was fluid observed. The location of observed fluid was not reported. It was unknown during which phase of therapy the leak may have started. The cause of the leak was unknown. The nurse was advised to discontinue use of the cycler. Additional information was solicited but unavailable.